Manufacturer narrative:
(B)(4). The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016 the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2017 the patient reported stoma site drainage. The physician diagnosed a staph infection at the stoma site and placed the patient on an unknown antibiotic for one week.